Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's knee was revised. As reported: "post broke off ps scorpio flex insert size 7, 10mm. Surgeon replaced insert with another size 7, 10mm insert. No further information available. Original surgery done at another hospital."